Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared code 1004 in the clinic which is indicative of a short circuit condition was detected during shock delivery. Technical services (ts) reviewed and observed a previous gradual drop in shock impedance measurements that remained within normal range. The device then declared a code 1007 which is indicative of capacitor charge time has exceeded the limit. The device declared elective replacement indicator. The patient underwent a cardioversion during which the device shorted out. It was noted that there was a long charge time. The shock impedance measurement was 13 ohms. Ts discussed replacing the device and the right ventricular lead. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared code 1004 in the clinic which is indicative of a short circuit condition was detected during shock delivery. Technical services (ts) reviewed and observed a previous gradual drop in shock impedance measurements that remained within normal range. The device then declared a code 1007 which is indicative of capacitor charge time has exceeded the limit. The device declared elective replacement indicator. The patient underwent a cardioversion during which the device shorted out. It was noted that there was a long charge time. The shock impedance measurement was 13 ohms. Ts discussed replacing the device and the right ventricular lead. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no arc mark on the device case. Review of device memory found a shorted lead error code 1004 had been recorded. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. It was noted that the device passed the longevity calculation and was consistent with normal depletion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no arc mark on the device case. Review of device memory found a shorted lead error code 1004 had been recorded. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. It was noted that the device passed the longevity calculation and was consistent with normal depletion.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared code 1004 in the clinic which is indicative of a short circuit condition was detected during shock delivery. Technical services (ts) reviewed and observed a previous gradual drop in shock impedance measurements that remained within normal range. The device then declared a code 1007 which is indicative of capacitor charge time has exceeded the limit. The device declared elective replacement indicator. The patient underwent a cardioversion during which the device shorted out. It was noted that there was a long charge time. The shock impedance measurement was 13 ohms. Ts discussed replacing the device and the right ventricular lead. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.